Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not work. The device is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis it was determined that the output connector was broken. The unit was cleaned and inspected, the output connector was replaced and the unit was tested on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not work. The device is expected to be returned for service. No patient complications have been reported as a result of this event.